Manufacturer narrative:
Though no medical intervention was required in this event, there have been previously reported events involving similar devices that resulted in the need for medical /surgical intervention to preclude permanent impairment of a body function or permanenet damage to a body structure. Consequently, it must be presumed that recurrence of this malfunction is likely to result in a serious injury. Therefore, this event is reportable per 21 cfr part 803. The device was returned and evaluated. It was noted that the attachment had cap and bur end bearing failure, possibly resulting from improper lubrication or overheating during sterilization. However, a bearing retainer failure is a normal wear condition for all high speed attachments after 1.5-2 years of use. Additionally, a DHR review was conducted for the lot involved as well as the previously and subsequently manufactured lots; no abnormalities were noted.

Event description:
It was reported that a patient experienced discomfort after coming into contact with a handpiece head that reportedly overheated. No visible markings or injury resulted. Please note that the date of event indicated is approximate.